Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that the patient called to inquire about MRI mode and device re gistration information. Patient services reviewed information and walked the patient through activating and deactivating MRI mode and the patient reported seeing a power on reset (pop) message. Patient services reviewed the meaning of the por and that it was something that could happen when the battery died. The patient stated they charged the ins the other night because they thought "well it's time to charge it," but they thought they had turned the therapy back on after they charged it. Patient services reviewed if they hadn't seen the power on reset (por) until today, then they hadn't turned it back on after charging last. The patient stated that would explain why they'd been "peeing" their "brains out". Patient services asked the patient if they meant they'd been peeing their brains out because the battery had died a few days ago and the patient stated, "well yeah, pretty much yesterday." The patient stated they'd seen the por before as well but couldn't say when they'd first seen it. The patient dismissed the code and turned their th erapy back on and stated that they now felt it in their "pelvis". Patient services did not further clarify the comment as they were focused on the reason for call. The patient then activated and deactivated MRI mode and their reason for call was met. Patient services reviewed the patient could call back if they needed further assistance with activating/deactivating the MRI mode. The patient stated the medtronic representative matthew had given them an MRI instruction booklet but noted they would probably forget so they'd have to call back.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding an implantable neurostimulator for the treatment of bladder issues. It was reported that  they lost their handset and were told they needed a prescription from the doctor. Pt also stated for at least a week, they have been leaking 24/7 because the stimulation is off. Patient states sometimes the device turns itself off even though they keep it charged up. Pt inquired when the issues started and pt stated at least a week ago. Troubleshooting was not required. The issue was not resolved through troubleshooting. The patient was redirected to sunmed for a replacement handset.